Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation, internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. Customer reported player does not turn on when pressing button or plugging in player. Reader did not power on with button, strip, or usb (universal serial bus) cable insertion. Reader was connected to computer and software, however, did not recognize the reader. Visually inspected the usb/charging cable and no issues were observed. No opens or shorts were observed. Usb/charging cable passed the testing. Visual inspection was performed on the power adapter and no issues were observed. Used load tester to test returned power adapter and all results were within the specification. The voltage was measured and was within specification range. Power adapter passed testing. The returned reader was further investigated and de-cased. Performed an internal visual inspection on the reader¿s pcba (printed circuit board assembly); burn mark was observed at components and surrounding area. An extended investigation was performed. Visually inspected the reader and no issues were observed. Reader did not turn on with button, strip or data cable. Performed visual inspection on the pcba and burn mark was observed on u13. The returned battery voltage was measured and the result was not within specification due to being staged for a long time. The root cause for the burnt component was due to the customer not using the provided usb adapter as the amount of voltage/current that caused the damage to the u13 is not possible with the abbott-provided usb adapters. Unable to download reader log as the reader was unable to communicate with the computer due to component u13 damage. Therefore, the issue is not confirmed to use due to incorrect adaptor used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation, internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.